Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the hospitalization for hypoglycemia and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Customer went to the ER to treat low blood glucose, was given IV and glucose. Customer reported the following blood glucose carbohydrate and insulin intake is as follows: (B)(6). Customer drove herself to ER and blood glucose measured was 25 mg/dl.